Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. It was noted that the left ventricular lead exhibited intermittent loss of capture. The physician elected to reprogram the device to de-activate the ventricular leads. The patient has a leadless pacemaker as backup, that device was programmed at the rate of 70 ppm. The patient was in stable condition prior, during and post event.